Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds leaking. Additional malfunctions were tie wrap installed, clamp installed, 4 way valve leaking and poppet valve was leaking.